Manufacturer narrative:
On nov 18 2021, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed creases/folds marks in the posterior view of the smooth hpg, 400cc breast implant. Leak testing was performed in accordance with mentor procedures and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without a detectable rupture. Although no product rupture has been identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. For the capsular contracture developed in the patient´s breast, mentor concluded that this was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with mentor memorygel breast implants 400cc and experienced bilateral rupture and capsular contracture baker grade iii on the right side post-operatively, which was confirmed via physical exam/MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the patient underwent device removal on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4). On oct 27 2021, it was noticed the previous report contained an error. The date of explantation was stated to be (B)(6) 2021. The correct date of explantation was (B)(6) 2021.

Manufacturer narrative:
On dec 23 2021, additional information was received indicating the patient experienced bilateral capsular contracture baker grade iii. The right breast implant was found to be intact upon explantation. On (B)(6) 2021, the replacement devices were identified as mentor gel breast implants (serial numbers (B)(6) and (B)(6)). Manufacturer¿s reference number: (B)(4).